Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to incontinence. The device was 13 years old and stopped functioning as expected. No additional patient complications were reported in relation to this event.